Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The pump was unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was cracked. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for damage and noticed the reservoir was unable to screw due to the damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis